Event description:
Abiomed impella 5.5 tubing came apart between gray and red and wire broken upon patient was transferred back to bed. No apparent or obvious pull or snag. The impella stopped working and then the patient became hypotensive and coded.